Manufacturer narrative:
(B)(4). Only event year known: 2018. As a lot/batch was not provided, a device history could not be performed. Per photographic evaluation: the picture shows tissue with several staples on it. The staples that are visible can be seen unformed. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during an unknown procedure, the surgeon fired a green reload on the pouch of stomach. She noticed that half the staples were misformed, not all b formed staples. In an effort to error on the side of caution, she oversewed the anastomotic site. Endoscopy indicated no leaks and case was finished successfully. There were no patient consequences reported.